Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump alerted pump error 23, pump error 49, and pump error 68. Insulin pump successfully downloaded traces and history file using thus. Pump passed active current measurement, self test, and displacement test. No pump error 23, pump error 49, and pump error 68 alarms noted during testing. Pump error 23 did not alert prior to 10mins after taking out battery. No unexpected insulin pump error 23 alarms noted. However, unit received with unexpected battery power loss and had high sleep current. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly(pcba 2). Swapped pcba 2 board with a test board and sleep current measurement passed. Pump error 23 confirmed in the pump history files on (B)(6) 2021 at 11:41pm. Pump error 68 confirmed in the pump history files on (B)(6) 2021 at 11:41pm. Pump error 49 confirmed in the pump history files on (B)(6) 2021 at 11:41pm. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, moisture damage in battery tube, and missing serial number label. Unexpected pump error 23 alarm not confirmed during testing. Pump error 68, pump error 49, and unexpected battery power loss confirmed during testing, in the power management graph, and in the pump history on (B)(6) 2021 due to moisture damage on the pcba 2 board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated that they able to clear the alarm and they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.